Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was protruded. Customer was not completely sure of damage due to not wearing insulin pump for over a month. Customer's blood glucose was 189 mg/dl. Customer was advised that insulin pump would need to be replaced.